Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc failed returned instrument test/evaluation (rite) testing due to the fluid delivered out of specification. The device failed the fluid temperature delivery verification step during rite testing. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test for heater bag temp test (delivery of under heated fluid) but passed the rite electrical test. The product analysis lab performed a method 3 evaluation. Accuracy confirmation and temperature verification tests were performed and the device passed. The rite failure was not duplicated during the method 3 evaluation. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. The assignable cause for the rite test failure - heater bag temperature test was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.